Event description:
The customer alleges that the nebulizer would not mist during use. Another device was used without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record review showed that there were no issues related to a functional test on the product nor it s components during the manufacture of the material.